Event description:
It was reported that during implant procedure, the right ventricular lead could not be deployed. The lead did not advance downward from the certain part of the superior vena cava. The lead was removed and replaced. The procedure was completed without any adverse consequences to the patient.